Event description:
It was reported that during anterior fusion discectomy and fusion (acdf) surgery, the attachment device "froze up during use". There was a five minute delay to the planned surgical procedure to obtain a spare identical device. The reporter indicated that "the patient went home without complications." No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  The device was tested and was found to be frozen. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be immersion during cleaning.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.